Manufacturer narrative:
E1: patient city: (B)(6). Patient counrty: united kingdom. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that patient faced a tubing detached event on 14-aug-2024. Tubing was detached from quick release. Infusion set was used for 2-3 day. The site of location was the back of arm. No further information was available.